Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had not image. There were no reports of pacient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in the cable and a leak. Based on the results of the investigation, the most probable cause of the identified failure is due to a cut in the cable and a leak, there is no image on the screen. The most probable cause of the identified reportable malfunctions is failure to follow instructions and expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had not image. There were no reports of pacient harm.